Event description:
It was reported that during a colon resection procedure, an air leak was discovered in the bowel. The customer could not provide details on the staple formation of the staple line condition except that there was an air leak. They converted to an open procedure, cut the section out and used another device to correct the leak and complete the procedure. The pt has been discharged. Pt to operating room in 2009 for colon resection for diagnosis of colon cancer. Laparoscopic assisted sigmoid resection w/coloproctostomy was performed. Following the anastomosis, insufflation of betadine revealed the presence of a leak which could not be visualized laparoscopically. The procedure was then extended to a large incision from the umbilical incision down to the suprapubic. Even with direct visualization the actual leak could not be identified, therefore the anastomosis was divided. Examination of the residual area revealed findings consistent with that of inadequate firing of the posterior row of staples resulting in the leak. At this point, an endo gia stapler was able to be used to divide further down below the area. Even despite this, there was still a leak which was controlled with 2-0 pds. This stapler was then brought back through the rectum and anastomosis was then performed. There was one area of weakness which was controlled with a suture of 2-0 pds. Final insufflation test revealed no further betadine leak.

Manufacturer narrative:
Eval summary: the device was received for analysis with no visual non-conformances and with three empty cartridge reloads present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process. Results - nicked knife. Add'l info: event date: 2009. Device name: endopath stapler (straight). Ethicon endosurgery. Expiration date - 12/01/2013. Returned to manufacturer on: 06/23/2009.